Event description:
Narrative: user facility reported, during a diagnostic angiographic procedure, on the second injection of the left coronary artery (lca) branch, approx 0.5 cc of air was seen in an artery. The air divided and continued to the distal lca and subsequent branches. The pt experienced chest pain for a duration of 2-3 minutes and was reported to be stable immediately after the event. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on 10/8/2010, for testing. The injection system was functionally tested and met the pre-established specs. There is no evidence of device malfunction based on the data from the analysis of the injector. The disposable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. The angiogram of the event was reviewed by a member of acist's medical advisory board. On the first of the two angio runs the distal lad does not fill well. This segment of the distal lad has some of the appearance of a recent air injection to the atypical lad. On the second angio run there is an obvious air injection that divides in the lad and continues into two diagonals and the distal lad. There is no evidence of device malfunction based on the results of the injector testing. No definite conclusions can be made to the cause of the event. This report is closed.